Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Item number: 11-163660, item name: 28mm m2a mod head -6mm nk, lot #: 54030. Item number: unknown, item name: unknown liner, lot #: unknown. Item number: unknown, item name: unknown stem, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 10438. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right hip arthroplasty on an unknown date in 2004. Subsequently, patient is experiencing pain upon standing approximately 14 years post-implantation. Patient does have arthritis and swelling of soft tissue.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed with operative notes. The device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to relay additional information.

Event description:
It was reported patient underwent a revision approximately 14 years ago. Subsequently, patient is experiencing elevated ion levels, pain upon standing with arthritis and swelling of soft tissue. Metal ion levels will continue to be monitored. Attempts have been made, and no further information has been provided.